Event description:
On (B)(6) 2025, the patient underwent an internal jugular vein port placement procedure in the right chest wall using the powerport m.r.I. Isp. After some time, on (B)(6) 2026, it was reported that the patient experienced pain during the infusion process. Upon examination and radiographic evaluation, it was confirmed that the infusion port catheter had fractured, and the detached fragment had migrated into the pulmonary artery. On (B)(6) 2026, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.